Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the two infusion sets tubing were leaking at the site on (B)(6) 2024. The infusion set used for less than a day. Customer's blood glucose at time issue noticed was approximately 480-500 mg/dl. The customer addressed high blood glucose by correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.